Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with cracked select button keypad overlay. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that the customer experienced high blood glucose level. Customer blood glucose level was 410 mg/dl. The customer stated that insulin pump had keypad anomaly. It was unknown whether the auto mode feature was active at the time of high blood glucose event. Customer stated that status screen, main menu, up or down arrows buttons are not responding. The device will be returned for analysis.